Event description:
Epidural pump -used in l&d-read that the total dose had been given. Medication bag still full--meaning no medicine had been given. The reporter's biomed dept reports pump having intermittent down stream occlusion problems that may be causing the problem.